Event description:
It was reported that left hip revision surgery was performed due to metallosis. Blood chromium 60.4 and blod cobalt 48.8.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to metallosis. During the revision the bhr head was removed. The bhr cup remains implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. According to the provided revision report, there was excessive metallosis and samples were sent to pathology and microbiology. No information on the microbiological and histopathological analysis or the reported blood metal ions was provided. Review of the provided implantation and revision report did not reveal any inconsistencies related to the surgical technique or other findings that could explain the revision. Based on the available information the nature and factors leading to the reported findings cannot be further investigated. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.